Event description:
The ge oec 9900 fluoroscopy system would not save images. This was an intermittent issue.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the issue. Because of the described malfunction, the gpos pcb, and hard drive were replaced, the system software was re-loaded. The system was tested, and operates as intended. The system was released to the customer for use. The facility was unable or would not provide any patient information with respect to this issue. No negative patient effect was caused by this malfunction.